Event description:
The customer reported receiving two dxi wash buffer ii cubetainers that were leaking. The customer also reported receiving one leaking bottle in a box containing four 1950 ml of access wash buffer ii. This MDR will address the leak on the dxi wash buffer ii. Access wash buffer ii will be addressed in MDR 2122870-2011-05697. Due to the volume of liquid which can leak from the cubetainers/bottle, there is potential for it to reach the floor and have the customer/user come in contact with it. The customer has not reported of an effect to patients or end users in association to this event. No root cause could be determined for this event. Service was not dispatched for this event. Customer is not questioning any patient results. Replacement was sent to the customer.

Manufacturer narrative:
(B)(4).